Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At activation and at 2 week post activation follow-up appointment no responses were noted on channels 6-12.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). According to the information received, the device was not providing benefit to the patient due to a post-operative active electrode migration out of cochlea. Postoperative diagnostic imaging done immediately after first implantation confirmed the array to be in the cochlea; however, later diagnostic imaging showed the electrode array to have retracted. A revision surgery to reposition the electrode array was successfully performed. During revision surgery a large amount of fibrous tissue was found in the mastoid cavity surrounding the electrode lead, which might have contributed to the observed event. The concerned device remains implanted and in use. This is a final report.

Event description:
At activation and at the 2 weeks post-activation appointment, no response was noted on six basal electrode channels. The patient underwent re-positioning surgery. The reinsertion was successful and was verified by in situ testing and x-ray.